Event description:
Caller alleged discrepant results (accuracy comparison of inratio test compared with lab results. Results as follows: meter-inr 7.5, lab-inr 4.7. Follow-up customer letter (7-10-2009). Add'l discrepant results (accuracy). The following reference lab results drawn within 2 minutes of inratio results.

Manufacturer narrative:
Customer claims discrepant results (inratio high). Root cause analysis: sampling or technique error. User added several drops of sample. Add'l sample should not be added once testing has begun. Possible misuse: pt had high hematocrit (specific % not given) and is taking a lot of medications (specifics not given). Hemotacrit ranges between 30-55% will not affect test results certain prescription drugs and over-the-counter medications can affect the action of oral anticoagulants and the inr value. User obtained > 7.5 with inratio2 meter and 4.5 from lab draw. (Lab draw was performed immediately after meter test). The inratio value is > 7.5 and the comparative system value is < 5.0. These values are considered inaccurate. Product accuracy testing is required. Customer was asked to return strips. Add'l correlation data was added to documents: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user. For set 1, the meter inr is > 7.5 and the comparative sys. Inr is <5.0. The values for set 1 are considered inaccurate. For set 5, the mean is >5.0 and the difference between inr's is <2.2. The values for set 5 are not considered inaccurate. The values for set 6 (pt 6) were not evaluated because the lab value is not legible. For sets 2-4 and 7-9, the means of the inratio meter and comparative system inr's were calculated. The inr values for these sets of data are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Strip accuracy testing is required and will be performed upon receipt of strips. As of today, products associated to this complaint have not been returned.